Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, after reaching the lesion site, the balloon could not inflate. The device was removed by normal method without any problem. The device was completed with a different device. No patient complications were reported.